Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was 45 mg/dl at the time of incident. The current blood glucose level is 133 mg/dl. The customer treated high blood glucose with food and orange juice. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer states they was in coma. Based on customer¿s report customer does not allege over delivery. The customer was wearing the insulin pump when high blood glucose event was reported. Customer states insulin pump was on auto mode. Customer declined troubleshooting. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.